Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that machine pressure sensor auto zero failed alarm occurred. The unit continued to cycle breaths. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was removed from use. In biomed, the reported issue was unable to be duplicated but error 1109 was confirmed in the event log. It was also stated that the customer recently replaced the flow sensor assembly. The remote service engineer (rse) informed the customer to check the data acquisition (da) printed circuit board assembly (pcba) pin alignment related to the flow sensor assembly replacement as well as remove and reseat the da pcba or replace the da pcba cable if needed. The rse provided the customer with the part numbers of the da pcba and da to motor controller (mc) pcba cable.

Manufacturer narrative:
The customer realigned the pins from the solenoid valves to the da pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.